Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated lens micl12.1, -9.5 diopter, implanted in patients right eye on (B)(6) 2018 improved vault but vault continues to be high. At 3 month exam, patient was 20/20 udva, with a +0.25 sph (od), and a 2+ vault. Patient complain is with intermediate and near vision after long days. Patient has chosen not to explant lens. Additional information, pilo 1% and limify have benn of minimal help.